Event description:
The pt reportedly tried to pull on a helmet while wearing the external headpiece. At that time, the pt heard a loud crack sound. The external headpiece was damaged and the pt could not hear anymore. External equipment was exchanged. However, no link was achieved. The pt was seen at the implant center on 10/21/2002. Testing confirmed that the device was no longer functioning. When examining the implant site, a depression in the housing was noted.